Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller reported the hcp will be removing the system because of increased issues with the system. Caller does not know what issues or when these issues started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.